Event description:
It was reported that there was foreign material found inside the sterile packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
The manufacture date is not known. Alleged failure: *they found fragments of something in kit package, see picture attached. Package not opened. Salesforce case number (B)(4). The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be manufacturing. A non-conformance report was created (ncr3018037) for the "product" and will be sent to the vendor for further analysis. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was foreign material found inside the sterile packaging.